Manufacturer narrative:
5524m-53 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. No further patient complications have been reported as a result of this event.